Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the top of the stem casings broken. The technician replaced the casters to repair the bed.